Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2019. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 06-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller pt's wife stated patient wanted to get ahold of their local representative to ask some questions about their device and therapy. Caller then said the implanting doctor had put both leads on the same side, instead of putting one lead on the right and the other on the left. Caller said they were told they could probably take the leads out, but couldn't move the wire to the other side. Caller mentioned patient thought maybe if they could get a new implant battery that might help. Agent asked caller to clarify if patient's stimulation wasn't working and caller said patient was hurting all the time and stimulation wasn't helping. Caller said the patient's pain went to the opposite side from the side that was hurting and both wires were on that side (it wasn't clear if caller meant the wires were on the side that was no longer hurting or the side that was now hurting). Caller then said the patient's hip was a problem and patient could not walk most days after 3pm patient and would have to sit down and rest. Caller wanted to talk to a representative to see if anything could be done. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. They had seen reps in the past and at a programming session was notified of the issue when they did an x-ray, as many attempts at reprogramming had not helped pt lessen their pain (which they said was at a 10). Pt didn't want to take addictive pain drugs; they current use tylenol, but that doesn't really help them. Issue has not been resolved. Pt has not been able to get anyone to agree to attempt further surgery. No further action to be taken.